Event description:
I used poligrip daily from 1982 to present up to 3 times a day because of loose fitting dentures. Also, I used fixodent from 2000 to present day up to 3 times a day. I alternated both products depending on price and availability of product. I was diagnosed with anemia, which has progressively worsened since 2000. Also, neuropathy in my feet and legs. Dose or amount: 1. Denture cream. 2. Denture cream. Route: 1. Oral. 2. Oral. Dates of use: 1. 1982 - present. 2. 2000 - present. Diagnosis or reason for use: 1. Denture adhesive cream. 2. Denture adhesive cream. Event abated after use stopped or dose reduced: 1. No. 2. No.